Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage in the device. The leakage occurred at bending section cover (a-rubber) glue and the a-rubber itself. A further cause of this leakage could not be further presumed. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that the evis exera iii colonovideoscope air/water tube has foreign objects during estimation and inspection. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following non-reportable malfunctions were found during device evaluation: scratches found throughout the device, air/water and suction cylinder have discoloration, due to a pinhole on the bending section, water tightness is lost, due to a cut on the charged coupled device (ccd) cable, color tone of the image is not proper, due to wear of the angle wire, bending angle in down direction does not meet specifications, bending tube is deformed, connecting tube is snaking, and universal cord has coating peeling. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.